Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MFR: 2134265-2018-06804 it was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa). A 4.0/15/15 leveen¿ coaccess¿ needle was used with a rf3000 radiofrequency generator. During the procedure the impedance increased over an unusually short time which interrupted the procedure early. Roll-off was unable to be achieved and the procedure was completed with a second needle. No patient complications were reported.